Event description:
Based on analysis completed on (B)(6) 2011. Related complaints: same case as MFR:2134265-2011-06170. It was reported that during preparation for a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the moderately calcified and non-tortuous right coronary artery. A 1.25mm rotalink burr and 325cm rotawire were selected. During platforming of the 1.25mm rotalink burr for a few seconds the rotawire broke just outside of the touhy outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is fine. However, returned device analysis revealed a fractured rotawire at a portion that could enter the patient.

Manufacturer narrative:
Device evaluated by manufacturer:an examination of the returned device found that part of the fractured rotawire was present in the catheter. The fractured rotawire was removed from the catheter and found to be fractured 230cm from proximal end. The burr anullus was analysed and found to be damaged consistent with rotating burr coming into contact with rotawire during preparation.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).